Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ev system was explanted.

Manufacturer narrative:
Continuation of d10: mc2avr1 ipg implant date: (B)(6) 2024; dvea3e4 ev-ICD implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 3 months post implant there was an infection of the extravascular implantable cardioverter defibrillator (ev-ICD) system. It was noted that the infection was at the site of the extravascular (ev) lead tunneling insertion. Antibiotic treatment for the patient was necessary. The ev-ICD system remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported via journal literature that the infection site noted purulent drainage. A wound culture was positive for pseudomonas aeruginosa. During the explant procedure, intraoperative cultures confirmed pseudomonas aeruginosa and staphylococcus hominis. The patient had complete wound healing.

Manufacturer narrative:
This additional information is based entirely on journal literature. Referenced article: isolated extravascular implantable cardioverter- defibrillator infection without leadless pacemaker involvement: a unique dual-device case report. Heart rhythm case reports. 2026. 1¿5. Doi: 10.1016/j.hrcr.2026.01.028 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.